Event description:
Affiliate reported that the valve did not control the pressure as expected and needed to be replaced. It was also reported that although changing pressure setting of the valve, the ventricles of the patient's brain remained too large.

Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint could not be confirmed. The device was tested for programming and flow prior to be sent to the investigation site: the valve passed these tests successfully, however, a leakage was observed on the ventricular catheter. Once received at the investigation site, it was observed that the valve was on position 30mmh2o. Both catheters were tested for flow; they passed the flow test successfully. A pinhole was noted on the ventricular catheter, but it was probably not at the origin of the pressure problems reported by the customer. The valve was tested for pressure: the valve successfully passed the pressure test. The valve was examined under a microscope at appropriate magnification and nothing abnormal that could be considered as a potential source of failure was noted. Review of the history device records confirmed the valve conformed to the specifications when released to stock in february 2005. No observations were made that would explain the problem encountered by the customer. No problems were noted during the examination of the device. No corrective action is needed based on the results of the evaluation. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.